Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had blank display. The customer states they had changed out their batteries and cleared out the cap with cotton swab. The customer was not able to communicate clearly through the phone and was advised to call back. No further information provided.